Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting fluctuating shock impedance measurements. A 21 joule commanded shock was performed and post shock impedance was within normal limits. R-wave amplitude was good. No noise was noted. Additional information was received that this crt-d device was exhibiting beep tones. A patient disk was saved and sent in for analysis. Analysis confirmed that the beep tones were a result of a shocking lead impedance test greater than 125 ohms. No adverse patient symptoms were reported.